Manufacturer narrative:
Test strip lot # 1020214027, expiration date: 01/2016. Control solution lot # 1030312083, range: 82-127 mg/dl. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical by the consumer that, "she was concerned about some of the high readings she has been getting when using her nova max plus meter". The consumer reported that she received a result of 304 mg/dl on her blood glucose meter. The consumer immediately performed another test using the same meter and stripe from the same vial getting the following result of 139 mg/dl. An hour later performed back to back tests again getting a 63 mg/dl and 163 mg/dl. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.